Manufacturer narrative:
The returned device was evaluated and the investigation results did not observe any issues that would result in the cannula dislodging from the infusion site. The reported event could not be determined. The original state of the adhesive pad could not be determined due to the device having been worn.

Manufacturer narrative:
The device was was returned and is pending evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's blood glucose (bg) reached over 250 mg/dl while wearing the pod between 24 and 36 hours. The pod¿s cannula came out from the arm. For treatment,the patient changed the pod and delivered bolus..